Event description:
It was reported that during the implant procedure the lead was placed and the leads measurements for impedance and pacing thresholds were satisfactory. Once the physician finished the implant, the device was interrogated again and the physician noticed that there were no sensing markers in bipolar configuration, but impedance and pacing threshold were good. The physician re-opened the pocket and checked the lead once more with the analyzer and got the same sensing default. The lead was explanted and replaced. It was noted that visual inspection of the lead after explant showed that the conductor was ¿pinched¿ on the lead body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.